Manufacturer narrative:
Event appears to be surgeon technique related. Placement off center likely contributed to this event. Proper midline placement ap and lateral is critical to a good outcome. This is stressed in the surgical technique as well as the depuy spine surgeon-training program.

Event description:
Surgeon implanted a charite artifical disc at l4/5 and a cage at l5/s1. Surgeon placed the charite device 3mm to the right of midline. Patient later developed pain. A revision was performed to remove a bone fragment that had broken free from l4. Surgeon fused the patient. As surgical intervention occurred and MDR is being filed to document this event.